Event description:
New information noted that the lead was also capped due to externalized conductors. An x-ray was performed and externalized conductors were observed and were also confirmed during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmission revealed high defibrillation impedance values on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.